Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg stopped working and had fallen into hibernation. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected.